Event description:
Medwatch (B)(4). Study: 12 month-old female patient. This case was reported by a physician. The patient's past medical history was device malfunction and medical device adjustment. The patient's concurrent conditions were neuronal ceroid lipofuscinosis. No allergies were reported. No concomitant medications were reported. On (B)(6) 2022, the patient underwent implantation of intracerebral ventrisculostomy (icv) set (codman rickham; model number not reported). The lot number was 6406334. On (B)(6) 2022, the patient initiated treatment with brineura (200 milligram, qow, intracerebroventricular use) for the indication neuronal ceroid lipofuscinosis. The lot number for brineura was not reported. The most recent dose was administered on an unreported date. On (B)(6) 2022, there was concern for ongoing catheter misplacement despite recent icv reservoir revision. The team was assessing whether there was an issue with the catheter via imaging and consultation with neurosurgery. At the time of this report, the patient was awaiting neuroimaging under sedation. On (B)(6) 2022, there were two unsuccessful attempts to access the icv reservoir, with scant blood return each time (csf red blood cell count positive). No other signs or symptoms were noted. No laboratory or diagnostic tests were reported. No treatment for the event was reported. On (B)(6) 2022, treatment with brineura was held due to the event. The outcome of the event was not reported. The reporter did not provide an assessment of the event of csf red blood cell count positive in relation to treatment with brineura. The reporter assessed the event of csf red blood cell count positive as related to the icv device. According to the reporter, other etiological factors included that the event was a complication of the device, not brineura. No further information is expected. Case comment: patient experienced csf red blood cell count positive after two unsuccessful attempts to access the icv reservoir, with scant blood return each time. This is a known complication of icv device use. The causality of event is assessed as not related to brineura.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated field: d4, d9, g3, g6, h2, h3, h6, h10. The rickham valve (ID (B)(6) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.